Manufacturer narrative:
Concomitant medical products: product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID: 3389s-40, lot# v026241, implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
It was reported there were high impedances measured. Impedances were greater than 2,000 ohms on many of the electrode combinations. These impedances were initially seen in 2012. An open circuit was noted in contact 3. It was indicated the patient was getting benefit from contacts 1 and 2. When the device was turned off, the disease motor symptoms, mainly tremors came back. It was further added that the patient had less mobility in their right arm and could not pick things up. It was also noted the patient would sometimes get electric shocks in their hands, arms, and feet. Additional information has been requested, a follow up report will be sent if additional information is received.